Manufacturer narrative:
After further review of the reported complaint, there was no patient harm, adverse event, or medical intervention required as a result of the device having a missing component. Therefore, angiodynamics has reassessed the regulatory reporting of this event based on reportability criteria and concluded that this event does not meet reporting requirements. Please disregard the initial report that was inadvertently sent and accept this as a final close out report of this event not meeting regulatory reporting. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a solero applicator 19cm. The applicator was successfully tested prior to the procedure. The provider reported that during treatment of liver injury using microwaves, we realized, when removing the needle that it had blackened at the level of the ceramic tip. They had only did one treatment of 140w for 6min and no error codes displayed during the procedure. They were able to carry out the entire treatment, but if it had been necessary to treat other lesions, we would have had to change the needle. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention because of this incident.